Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg is nearing possible premature end of life. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: additional information received confirmed the device meets or exceeds 75% expected longevity. There is no device malfunction. This device is no longer considered reportable. The reported observation of ipg approaching eol was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of explant. There was no specific complaint against the lead system.